Event description:
Information was received indicating that a smiths medical pump presented with a "no disposable - pump won't run" error. There was a residual volume of 97 ml. The pump gave 3 mls before this issue happened. There was no air in the line. There were no reported adverse events.